Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 591mg/dl, and he was treated insulin drip and manual injections. The customer experienced high ketones and throw up four times within ten minutes. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the mother to run a manual prime test and the insulin did exit. Time and date were incorrect. Assisted the caller correcting them. Reviewed the alarm history and found multiple no delivery and low, bad, and weak battery alarms. Performed the high pressure test and passed. Advised the caller that the insulin pump is functioning as designed. No further information was provided.